Event description:
It was reported that removal difficulties were occurred. A 035/145 (bx/1) amplatz super stiff was advanced to cross the lesion. However, during the procedure the wire came unraveled and it was difficult to get it out from the patient. A non-boston scientific stent was placed and pulled the device with it with nothing left inside the patient's body. The procedure was completed with no patient complications reported.